Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging the patient's onetouch ping meter was displaying inaccurately high results when compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported approximately 2 weeks prior to contacting lfs he was obtaining readings of "over 200mg/dl." The patient reported on (B)(6) 2012 at 10:45pm, he obtained a reading of "198mg/dl" on his lfs meter and "119mg/dl" on a back up free style meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl, obtained within 30 minutes of each other. The patient reported using insulin pump therapy (unknown type) to manage his diabetes. The patient reported his normal blood glucose readings are "150-160mg/dl." In response to the increase in blood glucose readings, he contacted his nurse who advised him to change his carbohydrate to insulin ratio from 8:1 to 7:1. Therefore, he increased his dose of medication (unknown dose, type and time). The patient reported at an unknown date and time, he felt "shaky and blurred vision." In response to the alleged symptoms, he had glucose tablets or gel. At the time of troubleshooting the cca confirmed that the subject meter was in the correct unit of measurement at the time of testing, and the patient's testing process was correct. The patient was found to be using an approved sample site to obtain the samples. The patient's test strips and test strips vial was found to be in good condition and not counterfeit. However, multiple control solution tests were run and the result was out of range. When the patient tried a different lot number, the result was within range. Replacement products were sent to the patient. The meter and test strips were evaluated by product analysis on (B)(6) 2012 and (B)(6) 2012 with the following findings: the meter passed all testing and no faults found. On performance testing with control solution, the test strips were found to be reading high. This complaint is being reported as an adverse event because, the patient reported due to the alleged issue; he increased his dose of medication and developed symptoms suggestive of hypoglycemia requiring self treatment.

Manufacturer narrative:
(B)(4) - device evaluation: the control solution involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the control solution passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(11/06/2012) device evaluation: the meter, test strips and control solution were returned to lfs on (B)(4) 2012. The meter and test strips were evaluated by product analysis on (B)(4) 2012 and (B)(4) 2012 with the following findings: the meter passed all testing and no faults found. On performance testing with control solution, the test strips were found to be reading high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.